Manufacturer narrative:
(B)(4). For related complaint on the same device and patient see MDR #3010532612-2019-00472 and (B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) has an incorrect balloon volume and the balloon pressure waveform "looked wrong". It was noted that the balloon volume was stuck at 35cc and staff could not increase or decrease it. The staff had decreased it to 38cc in an attempt to troubleshoot helium loss alarms. Also, the bpw had a lot of artifact on it, primarily on the inflation artifact. As a result, the console was swapped out. There was no report of patient complications, serious injury or death.

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) has an incorrect balloon volume and the balloon pressure waveform "looked wrong". It was noted that the balloon volume was stuck at 35cc and staff could not increase or decrease it. The staff had decreased it to 38cc in an attempt to troubleshoot helium loss alarms. Also, the bpw had a lot of artifact on it, primarily on the inflation artifact. As a result, the console was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of unable to adjust the balloon volume is not confirmed. The pump was serviced by a teleflex field service engineer and the issue could not be reproduced. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: for related complaint on the same device and patient see MDR #3010532612-2019-00472 and tc #(B)(4).